Manufacturer narrative:
No code available - vessel spasm. The reported guide wire was received for analysis. Upon examination of the guide wire, the distal end of the wire core was noted to be deformed and the spring tip was curled. Aside from the observations at the tip, the wire was found to be intact. At the conclusion of the device analysis investigation, the reported guide wire damage was confirmed. However, the exact cause of the damage and the reported vessel spasm was unable to be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device, the guide wire was damaged and vessel spasms occurred. The target lesion was 70% stenosed and located in the anterior tibial artery. The lesion was treated using two passes with the oad. The guide wire was difficult to remove and during manipulation of the wire a vessel spasm occurred. Vasodilators were administered to resolve the spasm. The procedure was completed with balloon angioplasty, and when the guide wire was removed the tip was noted to be frayed. The patient was in stable condition following the procedure.